Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 57.2cm was returned for analysis. External insulation abrasion was noted at 38.9-39.2cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 10.0-12.5cm and 10.2-12.6cm from the distal tip. Internal insulation abrasion was noted at 29.7-29.9cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, externalized conductors were noted on the right ventricular lead. The electrical function of the lead was tested and a slight elevation in capture threshold was noted. The lead was explanted and replaced. The patient was in good condition following the procedure.